Event description:
It was reported that when running, after the first activation, the device gave the error code 41622 and played the battery fallout alarm. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, during the visual inspection and functional tests the complaint was confirmed and the flex ay cam sensor and optical switch, were replaced. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.